Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that after a right transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in the right sided tcar procedure. Prior to the procedure, the patient was compliant with dual antiplatelet therapy (dapt) however, the patient was switched to ticagrelor prior to the procedure based on the result of the p2y12 platelet function test. Post-procedure, the patient became combative, was unable to follow commands, and experienced difficulty communicating. Magnetic resonance imaging (MRI) revealed an embolic parietal and frontal lobe stroke. The physician reported that the stent was patent, and the patient's symptoms have completely resolved. No intervention was performed.